Event description:
It was reported that a cannulae was inserted on (B)(6) 2014 and support continued for approximately a week. The pt was then weaned from support with the cannulae inserted. Upon removal of the device, a clot was observed in one of the rigid connectors of the cannulae. The customer questions whether the clot was caused by a crack that can be seen in the connector. It is not clear if this flaw was present originally, or if it was created by mechanical pressure initiated by the clinicians. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device has been requested for return. A supplemental medwatch will be submitted when additional info becomes available.